Manufacturer narrative:
The ICD and both leads were returned and underwent a thorough analysis. Inventra 7 drt df4 promri the ICD first underwent a status interrogation. The device status was mos1 and 22 charge processes had been documented. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the far field channel. The signal sensing of the ICD was tested. The ICD sensed supplied signals free of interference. There were no indications of a malfunction. In addition, the icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. The ICD proved to be fully functional during the analysis and met the technical specifications. There was no material defect or manufacturing error. Protego promri s65 in the returned state, the lead had been cut through 30cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation set was located in the interior of the distal fragment, and a thread was tied onto the distal fragment. The returned fragments were thoroughly analyzed. The visual inspection showed multiple signs of wear and tear at the lead body. The insulation was damaged by fraying, especially between 15cm and 13cm proximal of the tip. This damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Due to the severe extraction damages, it can be assumed that the lead was stiffened and ingrown in the implanted state and that this restricted the movability of the lead a lot. Additional damage, such as the deformed shock coil, as well as the distal fragment being stretched by about 5cm, were probably caused during the extraction. Solia s 53 during the visual inspection, cuts were confirmed in the lead body 13cm to 20cm distal of the is-1 connector pin. In addition, the insulation of the lead body was found to be torn off the connector pin, and the active fixation was stretched. These damages occurred as described in the complaint, probably during the extraction process. The manufacturing processes of both leads and of the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 56 months, oversensing on the ventricular channel was reported. The protego lead as well as the atrial lead, which was damaged during extraction, were explanted beside the ICD.